Event description:
Journal ref: farris s, vitek j, giroux ml. Deep brain stimulation hardware complications: the role of electrode impedance and current measurements. Mov disord. 2008;23(5):755-760. We present four pts with evolving dbs hardware complications that occurred during long-term follow-up, that shaped our clinical protocol for long-term care mgmt and hardware troubleshooting. Reportable event: pt 4 is a woman with pd for 40 yrs and bilateral stn dbs and soletra ipgs for 4 yrs, with sustained improvement in her symptoms for 2 yrs. Right stn settings were 3.1 v, 60 microseconds, 185 hz, cathode electrode 1, and anode electrode 2. Her motor symptoms were stable until after she underwent bilateral ipg replacement. No impedance checks were performed before or after ipg replacement. Shortly after surgery, tremor, rigidity, gait freezing, dyskinesia, and falls began to worsen. She did not regain control of motor symptoms and medication changes were limited by cognition and dyskinesia. Sixteen months later, she had an abrupt increase in tremor associated with discomfort around the right ipg. Her skull x-ray showing a break in the extension wire with a single wire remaining intact without wire insulation. Extension wire replacement improved her tremor and dyskinesia over the next 9 months. See mfg report 2182207200803754. (See scanned pages).